Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the pericardial effusion requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1-2. However post clip implantation, a pericardial effusion was noted with a decrease in blood pressure. Pericardiocentesis was performed and the patient was stable. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on information reviewed, the reported pericardial effusion appears to be due to procedural circumstances. The reported hypotension was a cascading event of pericardial effusion. Additionally, the reported patient effects of hypotension and pericardial effusion, as listed in the mitraclip instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.